Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized fourteen days after the onset of the peritonitis. The day after onset, the patient began treatment with intraperitoneal (ip) cefazolin and oral cipro (doses and frequencies not reported). Both medications were discontinued four days later. The pd nurse reported the patient was resistant to the cefazolin. The following day the patient was treated with ip ceftazidime 1000mg daily for eight days. The patient was discharged eight days after admission. The following day the patient began treatment with intravenous cefepime 500 mg. The patient was readmitted to the hospital four days after the previous discharge. The patient was not recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.